Event description:
During the occlusion of an internal carotid artery using a dsb balloon, the balloon detached prematurely from the catheter during inflation. It was reported by the attending physician that the patient had a stroke in the middle "cerable" artery due to the detachable balloon occluding the artery. Approximately two weeks following the procedure, the patient's post-operative status was reported as "not well."